Manufacturer narrative:
Material and processing requirements were to specification for the relevant parts. Review of product labeling and the system surgical technique did not reveal any discrepancies or deficiencies. Evaluation of the post-operative x-ray suggests that the screw was placed at a 35 degrees angle while the drill and screw guides and surgical technique place it at a 10 degrees angle. The implants are still in the pt and were not returned to determine any possible damage to the screw retention feature. Note: the information contained in this report represents the most complete and up-to-date information available. It does not constitute any admissions, but presents the results of the investigation based on the information available. This is the final report. Should any additional details become available that impacts or changes the information contained in this report, a supplemental report will be submitted.

Event description:
It was reported that during routine follow-up examination on (B)(6) 2013, the surgeon found that a screw had passed through the plate flange. According to the initial reporter, the screw passed through the plate post-operatively.